Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ligasure device malfunctioned and was clamped on tissue. They had to force it open and use a different device. There was no patient harm.